Event description:
It is reported that the surgeon tried to insert the surface multiple times but was unsuccessful. The surgery was completed with a different articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.